Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) parameters were not set correctly, so the icm had not been catching the correct symptoms. The patient stated that they were in the hospital and experienced a supra ventricular tachycardia (svt) episode, however the episode did not show up on the interrogation. The icm remains in use. No patient complications have been reported as a result of this event.